Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, no moisture was found before opening the pump. A leak test was performed and failed due to a display lens leak. The auditory alarm did not function properly at power up but the vibration functioned normally. The pump was opened to find evidence of moisture on the transceiver board, inside the cover, and on the piezo. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The customer alleged that the battery compartment had moisture ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.